Manufacturer narrative:
(B)(4). Sample was not returned. Evaluation: no sample was available, so the complaint was not confirmed. The root cause is undetermined. The device history file of the involved lot was not reviewed because the lot number reported in the complaint description ((B)(4)) is not a haemotronic lot number. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The product sample has been requested, but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that a section of the aqualine s substitution line was damaged at the leur lock end. It was reported the set was in use on a patient and damage was observed when attempting to connect to a bag of bicaflac replacement fluid. There was no patient harm reported